Event description:
A cortrak nasogastric jejunal tube (ngj) was inserted in a patient and placement was radiologically confirmed at the duodenal area. Pediatric surgery was consulted 5 days later for abdominal distention and suspicion for necrotizing enterocolitis (nec). The patient subsequently underwent abdominal exploratory laparotomy the following day with findings of jejunal perforation located at the distal tip of the nasogastric nj tube.